Event description:
A minimum fill notification was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. The customer was initially instructed to reload the original cartridge, but declined to do so. Instead, the caller was guided to fill and load a new cartridge onto the pump using the correct technique. This action resolved the issue, and the caller was able to successfully resume insulin administration.